Manufacturer narrative:
Based on the received x-rays, we were not able to confirm the reported event (misalignment). Date of event is unknown. It was reported as (B)(6) 2017 in error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in new (B)(6) as follows: it was reported that the patient underwent initial implant procedure on (B)(6) 2017. Postoperatively, on an unknown date, the initial nail failed and broke out of the anterior cortex of the proximal femur anteriorly. On (B)(6) 2017, patient underwent revision surgery of expert femoral nail. It was noted that the proximal screw that was placed in the dynamic hole may have missed the nail, leading to the failure. The revision surgery was completed successfully, the implants were removed and discarded and a pfna was implanted. Patient outcome post revision surgery was not reported. Additionally, it was reported that a thorough check was done on the insertion instruments before the nail was inserted during the implant procedure and everything lined up exactly. Possible reason was reported as the connection screw may have worked loose during insertion and not checked before proximal locking was performed and this may have led to the error. Concomitant parts: proximal femoral nail antirotation pfna (part# unknown, lot# unknown, quantity 1) connecting screw (part# unknown, lot# unknown, quantity 1) this report is for one (1) unknown nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Based on the received x-rays, we were not able to confirm the reported event (misalignment). Date of event is unknown. It was reported as (B)(6) 2017 in error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.